Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the all button of the insulin pump was stuck and unresponsive. The block mode was inactive. Customer reported that the insulin pump was exposed to moisture. Customer reported that the number were ramping and scroll bar moving without any input. Customer was unable to troubleshoot. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.